Event description:
It was reported that during an atherectomy procedure, the lesion was a concentric restenosis in the proximal lad, with mild tortuosity, but without calcilfication. The lesion was test-cut twice with the balloon inflated at 20 psi and then the vessel was checked with an ivus catheter. The lesion was cut once with the balloon inflated at 20 psi, four times with the balloon inflated at 30 psi, and five times with the balloon inflated at 40 psi. The ivus was used again, the nosecone was cleaned, and the guide wire lumen was flushed. Since the vessel was wide, the lesion was cut twice with the balloon inflated at 100 psi, and once at 110 psi; however, at this point, the guide wire and the cutter torque cable (ctc) became stuck with each other. Then, the guide wire was in the side branch of the distal lad and the guide wire tip became separated. An attempt was made to retrieve the separated tip, but the attempt failed. The tip was left inside the pt. Reportedly, there were no pt effects.